Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed, confirming the clinical observation. However, based on the information available for analysis, the root cause of the low sensing amplitude and high threshold values was not determinable. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
After an implantation period of approx. 63 months, undersensing on the ventricular channel was reported. The patient was hospitalized. The lead was explanted.